Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information unknown. Event date unknown. Device product code unknown. Device remains implanted.

Event description:
It was reported that the implant (svw16) fractured. Doctor stated that he is able to maintain the restoration by keeping the screw tight. Dr. Also stated that the implant is well integrated and that removal is not an option. The implant may be put to sleep in the future. Tooth location 30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No device was returned for evaluation. Due to the age of the device, a device history review could not be completed. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. An x-ray was provided by the customer, which was reviewed. It was determined that the device was chipped on the collar. Therefore, the alleged event is confirmed. A root cause cannot be determined. The following sections have been updated: date of this report, device expiration is n/a, UDI number is n/a, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", entered evaluation codes, added manufacturer narrative.